Event description:
It was reported that the user experienced multiple episodes of severe low blood glucose during the month, with readings in the 40's. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention with oral glucose such as juice or glucose tablets. Investigation included communication and interviews as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.